Manufacturer narrative:
Additional information.

Event description:
This report contains updated data that was received related to the abbott real-world evidence (rwe) atrial fibrillation (af) post-approval study (pas) and proof of concept report. The abbott real-world evidence (rwe) atrial fibrillation (af) post-approval study (pas) and proof of concept report are conducted in accordance with abbott laboratories standard operating procedures and the following: ethical principles based on the declaration of helsinki. Good clinical practice. FDA 21 cfr 50, 54, 56 and 812. Background: the proposed abbott real-world evidence (rwe) atrial fibrillation (af) post-approval study (pas) will be a retrospective, observational study to continue to evaluate the safety and effectiveness of the tactiflextm, sensor enabled ablation catheter (tactiflex se). Real-world data (rwd) will be used to identify the catheter of interest among real-world paf ablation procedures and collect the associated safety and effectiveness outcomes data. An rwe study design is beneficial because it captures more study subjects, represents a broad patient population, and assesses clinical outcomes representative of real-world medical practice. Methods: a retrospective analysis of a real-world paf cohort was conducted for this poc. The cohort consisted of patients in the linked pinc aitm healthcare database and datavant death index (phd-ddi) datasets undergoing an index paf ablation between january 2019 and june 2022. Identification of specific ablation catheters was based on keyword searches of the phd charge descriptions. Pre-ablation baseline comorbidities and post-ablation clinical outcomes in phd-ddi were determined using diagnosis and procedure codes. The primary and secondary safety endpoints were the rates of major complications following the index ablation at 90 days and 12 months, respectively. The primary effectiveness endpoint was freedom from atrial fibrillation/flutter/tachycardia (af/afl/at) recurrence post 90-day blanking period evaluated at 12 months. In addition, a subgroup analysis of subjects with concomitant cavo-tricuspid isthmus (cti) ablation evaluated the rate of major complications at 90 days and 12 months. Detected real-world event rates were assessed for consistency against those reported from clinical trials that evaluated the safety and effectiveness of abbott-specific ablation catheters for the treatment of paf (tactisense ide and tactiflex paf ide). The following complications occurred: 9 patients experienced cardiac perforation/tamponade requiring intervention or hospitalization within 12 months. 11 patients experienced pericarditis requiring intervention or hospitalization within 12 months.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation and pericarditis could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
The abbott real-world evidence (rwe) atrial fibrillation (af) post-approval study (pas) and proof of concept report are conducted in accordance with abbott laboratories standard operating procedures and the following: ethical principles based on the declaration of helsinki; good clinical practice; FDA 21 cfr 50, 54, 56 and 812. Background: the proposed abbott real-world evidence (rwe) atrial fibrillation (af) post-approval study (pas) will be a retrospective, observational study to continue to evaluate the safety and effectiveness of the tactiflextm, sensor enabled ablation catheter (tactiflex se). Real-world data (rwd) will be used to identify the catheter of interest among real-world paf ablation procedures and collect the associated safety and effectiveness outcomes data. An rwe study design is beneficial because it captures more study subjects, represents a broad patient population, and assesses clinical outcomes representative of real-world medical practice. Methods: a retrospective analysis of a real-world paf cohort was conducted for this poc. The cohort consisted of patients in the linked pinc aitm healthcare database and datavant death index (phd-ddi) datasets undergoing an index paf ablation between (B)(6) 2019 and (B)(6) 2022. Identification of specific ablation catheters was based on keyword searches of the phd charge descriptions. Pre-ablation baseline comorbidities and post-ablation clinical outcomes in phd-ddi were determined using diagnosis and procedure codes. The primary and secondary safety endpoints were the rates of major complications following the index ablation at 90 days and 12 months, respectively. The primary effectiveness endpoint was freedom from atrial fibrillation/flutter/tachycardia (af/afl/at) recurrence post 90-day blanking period evaluated at 12 months. In addition, a subgroup analysis of subjects with concomitant cavo-tricuspid isthmus (cti) ablation evaluated the rate of major complications at 90 days and 12 months. Detected real-world event rates were assessed for consistency against those reported from clinical trials that evaluated the safety and effectiveness of abbott-specific ablation catheters for the treatment of paf (tactisense ide and tactiflex paf ide). The following complications occurred: 9 patients experienced cardiac perforation/tamponade requiring intervention or hospitalization within 12 months; 8 patients experienced pericarditis requiring intervention or hospitalization within 12 months.